Manufacturer narrative:
Updated sections b7, d4 and d6 as new information was received. Due to a lack of information provided the root cause could not be determined however, review of the reported event suggests bone quality and or post-operative physical activity as possible causes or contributors.

Event description:
See section h10 for updated information.

Manufacturer narrative:
No product has been returned for investigation nor were radiographs or images provided to confirm the alleged failure. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. Labeling review: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Warnings, cautions and precautions: "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications." Product not returned.

Event description:
On (B)(6) 2019 l5-s1 transforaminal lumbar interbody fusion procedure was performed. On (B)(6) 2019 during follow up radiographs showed halos of lucency peripheral at right l5 screw and left s1 screw as well as subsidence of l5 interior endplate and bony arthordesis. On (B)(6) 2019 a revision procedure was performed which involved an anterior osteotomy, cage replacement and an anterior plate was utilized.